Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Oversensing was noted as five episodes of ventricular fibrillation <=200 ms average v-cycle occurred between (B)(4) 2010 at 23:15:04 and (B)(4) 2011 at 08:53:58.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead exhibited t wave oversensing. The blanking period on the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.